Manufacturer narrative:
Product event summary: the lead was not returned for analysis. However, performance data collected from the device was received and analyzed. Analysis of the device memory indicated the atrial pacing capture threshold was rising. Concomitant product: 507658 lead, implanted: (B)(6) 2005.

Event description:
It was reported that the device had reached recommended replacement time (rrt). The patient was seen in the hospital and the battery voltage was not available. The device was reprogrammed and remains in use. A check of the atrial lead showed the thresholds were slightly elevated. The lead remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.